Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was admitted to the hospital because of the ureter. On (B)(6) 2022 , the urologist found that the guide wire was bent and unusable when opening the guide wire during percutaneous resection of the pelvis. The urologist immediately replaced the patient with a new guide wire and continued the operation. There were no impacts on the patient.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be, "inappropriate package design". No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. Based on the results of the investigation no additional action is required at this time. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." "Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was admitted to the hospital because of the ureter. On (B)(6) 2022, the urologist found that the guide wire was bent and unusable when opening the guide wire during percutaneous resection of the pelvis. The urologist immediately replaced the patient with a new guide wire and continued the operation. There were no impacts on the patient. Per follow up information received via ibc on 04aug2022, stated that there was no patient involvement.